Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and/or economic damages. As well as loss of care, comfort, consortium, guidance, support, wrongful death damages, survivorship damages, and/or other losses and damages. No additional information was provided.